Event description:
It was reported that during an elective bypass procedure, the surgeon located a plastic object in the patient's rca. It was determined that this object was a clear protective sheath from a dilatation catheter. A reveiw of the patient's records revealed that the patient had a ptca procedure in dec.. It was concluded that the protective sheath was inadvertently introduced into the artery at that time. Reportedly, the procedure was performed at that time, without noted abnormalities or patient complications.